Event description:
A talent and endurant stent graft systems was implanted in a patient for the endovascular treatment of a 4 cm in diameter right iliac artery that was aneurysmal. Prior to stent graft implantation the talent iliac limb was fenestrated to preserve the right hypogastric artery. It was reported ten days post index procedure the patient presented with severe limb ischemia and loss of motor function in the right leg. The physician performed a fem to fem bypass. The motor loss resolved and the ischemia was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); incorrect technique/procedure (user modifying the stent graft with a fenestration); unapproved use of device (treatment of an iliac aneurysm). Conclusion: operational context contributed to event (user modifying the stent graft with a fenestration and treatment of an iliac aneurysm).